Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient (pt) with an implantable pump containing dilaudid (hydromorphone) for n on-malignant pain. It was reported that the pt was asking what the pump was made out of - agent provided information. Pt then stated that they had to do a pump repositioning on maybe the 7th, 3 weeks ago friday. Pt stated they were seen in office on the 21st and t hen was checked monday and they were started on antibiotics. Pt stated they also got a blood draw. Pt was at the healthcare provider's office again yesterday and now they have to go meet with a different healthcare provider to access it because 'it is swollen and infected'. Pt asked if it was possible they are allergic. Agent redirected medical questions/concerns to their healthcare provider. Pt stated they may have to have surgery tomorrow. Pt was redirected to healthcare provider to further address the issue.